Event description:
This is a hemodialysis pt, who receves treatment for that outside this facility. Pt was found to have a cut catheter at the skin insertion site (venous). Arterial side was functioning well, but had old extension tubing. The venous catheter has a cut halfway through into the lumen. Dr didn't know how this happened. On 7/4/96 the pt came in and had surgery removal of the catheter, replaced the venous catheter, replaced the extension tube only of the arterial catheter.